Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue. The haptics were torn off missing and bent. The cartridge was not returned. Conclusion: the root cause of this event could not be determined because the cartridge was not returned.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and was damaged. The lens was not implanted and there was no patient injury. The facility believe the lens damage was due to the cartridge. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.